Manufacturer narrative:
Patient's weight was asked but unknown. Date of event was asked; however, it was only known to be in (B)(6) 2018. Request was made to have the mouthguard back for evaluation; however, the mouthguard is curently in patient's possession. The office would ask for the mouthguard back. Once the evaluation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction using the comfort hard bite splint. The patient reported the oral mucosa was swollen, chaffed and red. The patient had the mouthguard for a month before experiencing reaction. Upon experiencing the reaction, the patient stopped using the mouthguard and the symptoms went away. The patient did not require any treatment for the symptoms. The patient reported to be fine. The patient has no relevant medical or dental pre-existing condition or known allergies. The doctor did not make any adjustment to the mouthguard. The patient was recommended to wash the mouthguard using warm water and anti-bacterial soap.

Manufacturer narrative:
The comfort hard bite splint (upper) was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edge was rough with wear and tear from the surface due to grinding from the patient. There were no major cracks found. The device's layers were intact and did not separate. The patient did not maintain the device clean. The device turned yellow due to normal usage. The case was returned, but the label was missing. The device was returned without defect and the material has no abnormalities. A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin test. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.